Event description:
It was reported that approx 23 hours after insertion, the catheter broke. Additional details received stated: "for your reference, the part where the catheter broke was not in the pt's body so the catheter was simply removed without difficulty and the pt is fine as the catheter was only used for post-surgery pain management."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.